Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on the insulin pump were ramping up when entering their carbohydrates. Customer also reported replacing the battery and a failed battery test alarm occurring after. Customer stated they have replaced the batteries four times, but a battery out limit alarm was occurring.. Customer's blood glucose was 214 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.